Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a problem with the grommet/setscrew. It was impossible to fix the lead to the device. The device was removed and replaced with a competitor product. No patient complications have been reported as a result of this event.